Event description:
Reportedly, when the device was connected to the pt through standard leads, the pt ECG was displayed as dashed lines. The crew switched to paddles lead and successfully monitored the pt. The facility reported there was no adverse impact on pt care, due to continued use of the device. The pt was resuscitated.